Event description:
A blood glucose test was performed on a pt and the result was "hi" a lab drawn was done and the result was 144 mg/dl. States strips may have been out too long. A request for the return of the suspect device was made. Declined new device. No treatment given.